Event description:
Same case as MDR ID: 2134265-2014-03727. It was reported that a balloon rupture occurred. Vascular access was obtained through antegrade approach. After crossing the lesion with a non-bsc guidewire a 2.0mmx40mmx144cm nc quantum apex balloon catheter was advanced to dilate the lesion however the balloon ruptured at 6 atmospheres. A 2.0x30mmx143cm coyote es otw was then advanced but the balloon also ruptured at 6 atmospheres. The procedure was completed with a new 2x30mm nc mr coyote balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).